Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t results from cobas h232 meter serial number (B)(4) for one patient. The cobas 232 meter is not approved for use nor is like or similar to a device approved for use in the united states. On (B)(6) 2017 the result from the meter was 340 ng/dl. Based on this result, the patient was admitted to hospital for further investigation and was sent to a cardiology consultant. The patient was treated with aspirin and clopidogrel, but nothing was found to be wrong with the patient. No adverse event was reported. On (B)(4) 2017 the patient was tested for troponin t at 09:16 with the cobas h232 and the result was 218 ng/l. The patient was then tested at 16:43 on a cobas 6000 series system and the result was 9.01 ng/l. The results were reported to the patient and/or medical personnel treating the patient. There was no allegation of an adverse event. The patient was stated to be "well". All other patients tested and all qc had acceptable results. An interference was suspected. The suspect meter and strips were requested to be returned for evaluation. Relevant retention material for roche cardiac t quantitative of lot 17668410 was measured on a qualified cobas h232 with three native blood samples and one spiked blood sample (c=200 ng/l). Each sample was tested on three test strips and on a cobas e 411 immunoassay analyzer. The mean of the measurements on qualified cobas h232 were: first native blood sample: <50 ng/l . Second native blood sample: <50 ng/l. Third native blood sample: <50 ng/l. Spiked blood sample (c=200 ng/l): 210 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml. Second native blood sample: <3.00 pgm/l. Third native blood sample: 4.58 pg/ml. Spiked blood sample (c=200 ng/l): 207.5 pg/ml. The results of all measurements fulfilled the requirements.

Manufacturer narrative:
The customer's cobas h232 meter was received for investigation. No test strips were received. Relevant retention material roche cardiac t quantitative of lot 17668410 were measured on cobas h232 from the customer and on qualified cobas h232 with two native blood samples and one spiked blood sample (c=200 ng/l). Each blood sample was tested with two test strips on cobas h232 from the customer and with three test strips on qualified cobas h232. The blood samples were also tested on a cobas e 411 immunoassay analyzer. The mean of the results on cobas h232 from the customer: first native blood sample: <50 ng/l. Second native blood sample: <50 ng/l. Spiked blood sample (c=200 ng/l): 198 ng/l. The mean of the results on qualified cobas h232: first native blood sample: <50 ng/l. Second native blood sample: <50 ng/l. Spiked blood sample (c=200 ng/l): 203 ng/l. The cobas e411 results: first native blood sample: 5.17 pg/ml. Second native blood sample: 4.91 pgm/l. Spiked blood sample (c=200 ng/l): 197.5 pg/ml. The results of all tests fulfilled the requirements. A specific root cause could not be identified. The allegation could not be substantiated due to lack of customer material for investigation.

Manufacturer narrative:
Additional information was received that the same sample was used for testing on the cobas h232 and the cobas 6000 series system. The customer stated they believed the patient sample may be at fault as this patient has had high results on the cobas h232 in the past and they had no other positive results of this nature in any other patient using the same strip lot and meter.